Event description:
It was reported that the patient presented for post operative follow up. It was noted that the right ventricular lead (rv) exhibited loss of capture and r-wave amplitude variation. Chest x-ray revealed cardiac perforation. The rv lead was explanted on (B)(6) 2026. The patient was in stable condition.